Manufacturer narrative:
(B)(4). Initial reporter name exceeds space: dr. (B)(6). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported cut and seal problem with larger branches and intermittent cauterization of vasoview hemopro 2. The temperature increased in cautery handle which led to device stopped working. Patient lost 400ml of blood based on number of sponges saturated with blood that entered cell saver suction. Whole thigh (r side) opened from knee to groin which measured 42cm. The surgeon opened the harvesting tunnel, controlling bleeding and doing the long thigh wound in standard fashion (took 50 minutes additional time).